Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the device didn¿t work anymore. The hcp had no further information. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.